Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: a sample was received for evaluation. The returned material showed the reported defect. The returned sample is a 24g with the line type luer adapter and slide clamp. The returned sample had been used and the extended tubing was broken. Qa professional operator took the measure for the od, ID thickness uniformity of the extend tubing and the e,f, partline+flash dimension of the slide clamp, no abnormality was found. The pin of the flaring and swaging was smooth and slick and it has no chance to hurt the ex-tubing in the subsequently process. According to the (B)(4) factory, the ex-tubing leakage rate 1.0. In conclusion, the complaint maybe caused by the slide clamp hurt and broke the ex-tubing. A review of the device history record lot # 7054465 revealed no irregularities or quality notifications for the reported lot number. All process and final inspections comply with specification requirements. Bd was able to duplicate or confirm the customer¿s indicated failure mode. The product was not within specification.

Event description:
It was reported that after a successful puncture, a nurse found a cut on the e-tubing of a bd pegasus¿ safety closed IV catheter system 24g x 0.75in. Which led to blood leakage. There was no report of injury or medical intervention.